Manufacturer narrative:
The reported event of radio frequency telemetry failure was not confirmed. The implantable cardioverter defibrillator was returned for analysis. Electrical and mechanical analysis was normal with no anomalies found.

Event description:
It was reported that patient presented in clinic for an unrelated procedure. Interrogation of the implantable cardioverter defibrillator was unsuccessful. The device was explanted and replaced. The patient was stable.